Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of air/water supplied is insufficient due to clogging of the air/water nozzle, air/water nozzles clogged, and the draining function reduced, foreign object inside nozzle, deformation air/water nozzle, gap between the adhesive part of the plastic cover and the tip cover, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches insertion tube, curved rubber bond cracked, scratches found on tip cover, adhesive part of the lighting lens came off, watertightness not maintained due to cracks in the internal parts of the up/down knob, up/down knob not securely fixed due to deformation of the internal parts of the up/down angle fixing lever, scratches on the up/down knob, air/water supply cap (water pipe) loose, scratches on the right/left angle fixing knob, scratches found on the operation part, scratches found on the insertion part corrugated tube oredome, scratches found on switch box, suction cylinder scraped, scratches on the operation unit cover, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, water coverage recognized on the electrical connector, scratches found on scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera duodenovideoscope, having weak air/water supply. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning and gap found in the adhesion area between the plastic cover and tip cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was provided the customer was unaware of the foreign material. Pre-cleaning information: the device was cleaned, disinfected and sterilized prior to being sent for evaluation. There was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material was not removed even though a proper reprocessing was conducted due to the physical damage of the device. The event can be detected by following the instructions for use (IFU) which state: operation manual ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope section 3.6 inspection of the endoscopic system¿. [Inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function]. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope, section 3.3 preparation and inspection of accessories section, 3.4 attaching accessories to the endoscope¿ . [Inspection of the endoscope]. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the distal cover]. Confirm that the metal insert of the distal cover is intact . Confirm that the distal cover¿s cap has not peeled off of the metal insert. Olympus will continue to monitor field performance for this device.